Event description:
An alarm issue was reported with the adc device in use with sm-a536b with android operating system version 13. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness, hypoglycemia, dizziness, blurred vision, temper, loss of hearing and was unable to self-treat, requiring third-party administration of sugar and juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarms with the freestyle librelink application. Successfully scanned and received glucose alarm notifications using a similar configuration (samsung galaxy s20 fe 5g, android 13, 2.8.4.9335) and unable to reproduce the complaint. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with sm-a536b with android operating system version 13; app version 2.8.4.9335. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness, hypoglycemia, dizziness, blurred vision, temper, loss of hearing and was unable to self-treat, requiring third-party administration of sugar and juice for treatment. There was no report of death or permanent impairment associated with this event.